Event description:
A healthcare professional reported following an intraocular lens implant procedure, the surgeon merely repositioned the lens since it was not aligned properly. There was no defect observed on the lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).